Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was falling out of bed 1.5 weeks ago. Patient indicated she did not land on her back side. Patient came to see healthcare provider (hcp) office 1 week ago with implantable neurostimulator (ins) protruding from the pocket. The hcp removed the ins and lead. Rep stated the device was explanted due to pocket erosion. They planned to replace the device in 4-6 weeks after wound is healed. It was noted that the issue was resolved at the time of the report. There were no further complications that have been reported as a result of this event.